Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross requiring medical intervention; use of second device. Device issue: failure to cross. It was reported that the graftmaster was unable to cross through a re-stenosed stent to treat the perforation. A balloon catheter was then used to successfully seal the perforation with long balloon inflations. There were no additional patient complications. No additional event or patient information is available.